Event description:
It was reported that the patient¿s fall was a mechanical fall. The patient was on warfarin prior to the event, and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the fall and subdural hematoma could not be determined through this evaluation. The heartmate ii left ventricular assist device (lvas) instructions for use (IFU) lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 03dec2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a fall-subdural hematoma. The device was not explanted and would not be returned for evaluation.